Event description:
It was reported that during a lumbar spine exam, the t2 axial images flipped from left to right. The t1 axials were found to be correct. There was no report of injury or misdiagnosis; however, the concern is for the potential of misdiagnosis that could result in mistreatment.

Manufacturer narrative:
Gehc clinical applications specialist reviewed the exam obtained from the site and compared series 5 to series 6. The aorta and the inferior vena cava in series 5 were not in the same location as in series 6. Additionally, the patient has a herniated disc on the left side at l5/s1 but the pathology was demonstrated on the right side in series 5, even with the measuring tool. It was determined that the reported issue may not be obvious to all users and is similar to the event reported under 2183553-2009-0010. Further investigation conducted by gehc engineering found an error in the coding of the (B) (4). A version of the software that can result in images being flipped under limited and specific conditions. The conditions are as follows: images acquired using oblique axial planes with 2d fast spin echo based on pulse sequences, 2d fse-xl, 2d frfse-xl, 2d fse-ir, 2d t2flair, and 2d t1flair, prescribed in combination with flow compensation along the slice axis. Certain prescriptions using these conditions may result in all images in the corresponding series getting flipped along the phase encode direction relative to the annotation on the image. This issue is not prevalent with other oblique planes such as oblique-sagittal and oblique-coronal plane prescriptions with the 2d fast spin echo based pulse sequences. Neither is it prevalent with non-flow compensated prescriptions, nor is it prevalent when flow compensation is prescribed.